Manufacturer narrative:
Evaluation summary: the analysis results found that the jaws had become yielded causing the clips to be ejected and making the instrument non-functional.

Event description:
It was reported that during a lap cholecystectomy procedure, the clips were falling out when reloading. There was no pt consequence. Unk how the case was completed.